Event description:
The patient was revised because of loosening at the cement/implant interface. Cement mfg is unknown. Poly wear of the liner was present.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.